Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that when the catheter and sheath were removed, they found the orange inner lumen had detached completely, but remained inside the sheath. There was no delay in treatment, no pt death and no pt complications were reported.